Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred with a (B)(6) consumer while in (B)(6). Consumer's husband reported his wife had a tampon fall apart and pieces remained inside. Consumer began to experience vaginal odor and stomach cramping. She also experienced vaginal discharge, odor, fever, abdominal pain and constipation. She went to the ER where a doctor removed a piece of tampon. Medication was prescribed. Her symptoms resolved three weeks later.